Manufacturer narrative:
Acist medical systems, inc., requested the acist angiographic injection system used during the event be returned to acist for evaluation and requested additional information on the event. To date, the injection system has not been returned to acist and no additional information has been received. Evaluation is pending.

Event description:
Reported by aclst clinical specialist: dissection of patient's artery during cardiac catheterization. The event occurred approximatelty one month before the acist clinical specialist became aware of the event. Patient's condition after the event is unknown.

Manufacturer narrative:
Acist medical systems, inc., made additional attempts to obtain additional information and the acist angiographic system used during the event. To date, the injection system has not been returned to acist and no additional information has been received. This report is considered closed.